Event description:
On 22-nov-2021, the following information was provided to kci by the patient: the patient stated the activ.a.c.¿ ion progress¿ remote therapy monitoring system was removed on (B)(6) 2021 allegedly due to maceration. On 24-nov-2021, the following information was provided to kci by the medical assistant: the patient was seen on (B)(6) 2021 and maceration was noted to wound edges. Debridement was performed; however, patient gets serial debridements. On 24-nov-2021, the following information was provided to kci via clinical records from the wound care center: on (B)(6) 2021, the periwound area has large amounts of completely macerated soft callus area that needs to be taken down. A comprehensive debridement of 50 square centimeters was performed. After full debridement, the activ.a.c.¿ ion progress¿ remote therapy monitoring system was placed back on with instructions for only a small area of white foam to go over the small area of exposed bone; the remainder was to have black foam which should work to keep the drainage down a lot better. On (B)(6) 2021, the dressing to the right foot was intact and there was a lot of maceration to the wound edges after the wound v.a.c.® was removed. The dressing of the wound v.a.c.® was intact; however, the wound to right lateral foot was debrided to remove devitalized tissue and promote some bleeding. Decision was made not to apply the activ.a.c.¿ ion progress¿ remote therapy monitoring system due to the increased maceration and lack of home care nurses to take over his case. Once home care nurses have been established, the v.a.c.® will be resumed. On 16-dec-2021, a device evaluation was completed by kci quality engineering. On 10-nov-2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. On 15-dec-2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. The alleged maceration requiring debridement on (B)(6) 2021 is reported under this report. The alleged maceration requiring debridement on (B)(6) 2021 is reported under MDR-3009897021-2021-00297.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged maceration requiring debridement is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient has multiple comorbidities to include lymphadenopathy, congestive heart failure, and chronic osteomyelitis with necrotic bone that recently underwent surgery with placement of antibiotic beads which may contribute to excess fluid in the wound area. The patient receives serial debridements each week at the wound care center for pre-existing and recurrent slough to the wound. The patient did not have home health established at the time of the event. The device passed quality control checks before and after placement. Device labeling, available in print and online, states: warning: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternate dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating physician. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foot wounds: for wounds on the plantar surface or heel of the foot, it is best to use a bridging technique to ensure that additional pressure is not applied as a consequence of the placement of the tubing and / or sensat.r.a.c.¿ pad. This involves using foam to allow placement of the sensat.r.a.c.¿ pad or tubing on the dorsum of the foot. -appropriate off-loading of the foot is essential in order to maximize the therapeutic benefit of v.a.c.® therapy. Deterioration of the wound: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance / expertise of a specialist: if available on the therapy unit, check the therapy history log to ensure the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.